Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown, product type: unknown anchor. The conclusion code applies to both the ins ((B)(4)) and the concomitant anchor. The device code (B)(4) applies to the anchor. The device code (B)(4) and the patient codes (B)(4) apply to the ins.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a red, swollen area over their midline incision. The hcp explanted the leads and battery due to suspected infection. No infection was found when the incisions were reopened. One anchor had broken free from the fascia and was very superficial. A new system was planned to be implanted in approximately 3 weeks. More information would be available from the hcp after (B)(6) 2016. The explanted devices were discarded by the hcp staff after the procedure. The patient was reported to be alive with no injury. The manufacturer representative had no more information regarding the event at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.